Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the lcd lens was cracked on the bottom left hand side and the dso seal was delaminated. The customer reported issue was confirmed. During functional testing, it was found that the internal battery charge was low. The battery was charged, the lcd lens was replaced, and the dso seal was replaced. The cause of the reported issue was that the dso seal failed. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.